Event description:
Filter was attached to hyperalimentations solution, which was prepare and primed by the pharmacy department. When initiating the adminstration, the nurse noted air int he line and attempted to expel it using standard technique. This appeared to work and the solution was started. Shortly thereafter, the nurse again noted air in the line. Shortly after, the patient complained of chest pain. The physician was contacted and studies initated to rule out an air embolus. These were negative, the pain subsided, and no further treatment was needed. In followup, by pharmacy staff, with a company representative, that individual indicated thatt he package information does not provide complete information on the special technique required to ensure that all air is expelled from the filter set, which he then described to pharmacy staff. It was the conclusion of our evaluation that the package labelling, in not fully describing the appropriate technique, may have contributed to the situation.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, visual examination. Results of evaluation: labeling - inadequate instructions for use, telemetry failure, none or unknown. Conclusion: none or unknown, other. Certainty of device as cause of or contributor to event: maybe. Corrective actions: user education provided. The device was destroyed/disposed of.